Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2021-00022: screw 1, 3025141-2021-00023: screw 2, 3025141-2021-00024: screw 3, 3025141-2021-00025: driver 1.

Event description:
While implanting a micro acutrak 2 screw in the bone, the driver tip became stuck in the screw. The surgeon attempted to pull the driver from the screw. The driver and screw pulled from the bone and a secondary fracture was formed. The procedure was changed to an osteotomy and a radial head replacement surgery will be performed at a later date.